Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. A device history record review revealed no issues that could have caused or contributed to the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced symptoms of overfill during dwell one of peritoneal dialysis on the homechoice. The patient stated that they felt overfull and that they had not drained enough in the initial drain. The technical services representative (tsr) reviewed the programming and found that the initial drain alarm was set to less than 70% of the last fill volume. The tsr assisted the patient to perform a manual drain and the patient drained 5505ml. There was no patient injury or medical intervention reported. No additional information is available.